Event description:
A report was received that the patient had inadequate stimulation and was noted with high impedance. The patient underwent a revision procedure wherein one of the leads were replaced. It was also found that there was a kink in the lead. Malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), product description: linear st lead, 50cm. The explanted lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation and was noted with high impedance. The patient underwent a revision procedure wherein one of the leads were replaced. It was also found that there was a kink in the lead. Malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
.